Manufacturer narrative:
Additional information is provided in sections h.3, h.6 and h.10. A sample was not received at the manufacturing site for evaluation; however the photo provided by the customer confirms the reported issue of foreign material. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The report of foreign material in the eye is confirmed based on the photo provided by the customer. However, because the source and composition of the foreign material cannot be determined from the photo and a sample was not received at the manufacturing site, the root cause for customer complaint issue cannot be determined. The cause of the reported event cannot be determined with the information obtained, therefore, specific action with regards to this complaint cannot be taken. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This is second of two reports for this reported event. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract surgery, when he inserted the tip with sleeve in to the eye and pressed down the pedal, a white substance came from the handpiece in to the eye and caused a burn at the incision site. The white material was removed in the same surgery and the procedure was completed by implanting the intraocular lens. The cornea was sutured to seal the incision site. The surgeon suspected the handpiece, phacoemulsification tip and material as the cause of the burn.